Manufacturer narrative:
Referring to the product inquiry the lag screwdriver gamma3 380x110mm is stated to be the subject product. No further associated product was reported. Review of the device history records of the lag screwdriver gamma3 380x110mm reported did not indicate any conspicuities. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2006) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The complained device consists of 3 components: the tube with silicone handle, the thumbwheel for compression / apposition and the inner threaded rod with wheel and hexagon. The pegs of the lag screwdriver are deformed / dented. Functional check revealed that the pegs at the tip of the lag screwdriver fit into the slots of a sample lag screw (without using the inner rod). As a collateral finding it was verified that the sample lag screw could not be fixed at the tip of the lag screwdriver returned as intended due to the damaged tip of the returned inner rod; only the first thread of the rod could be screwed into the female thread of the sample lag screw; due to the damage function of the lag screwdriver is no longer given. In this condition the lag screw was not (axially) in line with the shaft of lag screwdriver due to the non-centric (bent) tip of the inner rod and the pegs of the lag screwdriver were not drawn into the corresponding slots of the lag screw by turning the wheel. Furthermore, functional check with the device returned [tube with silicone handle] and a sample inner rod revealed that the sample lag screw could be assembled and disassembled as intended. Per the IFU the devices should be checked for damage and for function. Pre-supposing that a check for damage / function was carried out prior to surgery, the cause of the event can only be found in intra-operative procedure. Otherwise, the reported problem would have been realized at that time and another device would have been used. Based on the above observations the root cause of the reported event is clearly considered misuse. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
It was reported that the t- handle would not release lag screw implant. The teeth was bent inward. A different nail was used in this out come. Sales rep clarified that the teeth on the handle would not release the lag screw. Removed all stryker product and used another company's nail to finish.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that he t- handle would not release lag screw implant. The teeth was bent inward. A different nail was used in this out come. Sales rep clarified that the teeth on the handle would not release the lag screw. Removed all stryker product and used another company's nail to finish.